Event description:
It was reported that a day after implant, the patient was in a persistent state of af. The device was unable to sense af and issue was resolved by changing the sensing/pacing vector.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.